Manufacturer narrative:
To date there have been no test or laboratory results presented connecting the medical device, the skin closure modality, to these adverse events. An amended MDR will be submitted if information is presented in the future connecting the medical device to these events.

Event description:
Pt fell sustaining a left tibial fracture. The pt underwent open reduction, internal fixation of her left tibial plateau with a buttress plate, and open reduction and internal fixation of the tibial shaft with a periarticular plate. Twenty-eight days following surgery the pt developed multiple skin blisters, non-viable tissue, and a large hematoma. An evacuation of the hematoma with muscle flap and skin graft was performed. Due to non-healing, pt required removal of hardware and above knee amputation.